Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b implantable pulse generator (B)(6) 2003, 5092-58 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to observed high threshold levels. No patient complications have been reported as a result of this event.